Event description:
A customer reported a false positive total beta-hcg result on a patient sample. Repeat analysis with another method and urine hcg testing both gave negative results. Heparin treatment of the original sample gave a normal value. Persistent false positive total beta-hcg results may result in the initiation of treatment. There was no report of patient harm as a result of this event.